Event description:
It was reported that a balloon rupture occurred. A 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for an arterial intervention procedure to treat arterial disease. During the procedure, however, the balloon had ruptured. A different device was used to complete the procedure. There were no patient complications reported.